Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the haptic was torn during insertion. The lens was removed and a replacement lens was implanted without any patient injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic plate was torn off from the optic. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.